Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 640 mg/dl and ketones identified to be life threatening by a health care provider (hcp); customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was admitted 4/15/2024 and discharged later the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.